Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. Upon review, the pulse generator exhibited far-field oversensing and mode switch. Programming modifications were performed successfully.